Event description:
A report was received from the customer that they had deployment difficulties. Evaluation of the returned product showed a tip shear. There were no pt adverse effects reported. The product had expired.